Event description:
Right knee stiffness - superficial infection. Initial surgery was performed (B) (6) 2006 using an allograft. Revision surgery performed (B) (6) 2007.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)